Manufacturer narrative:
A2: patient age: around 60 to 65 years old.

Event description:
It was reported that this device became entrapped on the guidewire. This 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy with drug eluting therapy procedure. The lesion was located in the distal superficial femoral artery to the popliteal artery. After two successful passes with blades down and with blades up, the device would not go into rex mode. The jetstream device became entrapped on the non-boston scientific guidewire, and both products were removed together. The patient was stable following the procedure.